Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by the customer that "during placement, clinician experienced tugging of the wire when trying to thread. Prior to this, he had a semi aggressive pull back of the wire. We removed the entire catheter and realized the guide wire was threading through the instaflash notch versus the needle tip opening. Additional information (B)(6) 2023: this event took place with customer and a trainee. They were attempting to insert a catheter for medication administration. No urgent situation occurred, but there was a second venipuncture for the patient. No negative impact was reported as another line was placed right away. It was reported this occurred with two devices. This report addresses the second device. (B)(6) 2023 microscopic inspection of the guidewire confirmed a break within the coil region.